Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), endometritis ('endometritis') and vaginal haemorrhage ('abnormal bleeding (vaginal, )') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergone essure confirmation test.". The patient's medical history included gravida ii, tonsillectomy and adenoidectomy. Concurrent conditions included multigravida, parity 2, abortion, menometrorrhagia, uterine bleeding, hypertension, abdominal pain, nausea, bartholin's cyst removal, renal cystectomy and hematometra. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and cyst ("cyst/other injury or complications: cyst"), 2 years 4 months after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain") and pelvic abscess ("abscess"). The patient was treated with surgery (d&c,novasure ablation, oophorectomy, salpingectomy (bilateral removal of fallopian tubes),oophorectomy,hysterectomy and supracervical hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved and the dysmenorrhoea and cyst outcome was unknown. The reporter considered abdominal pain lower, cyst, dysmenorrhoea, endometritis, menorrhagia, pelvic abscess, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea,lower abdominal pain. Concerning the injuries reported in this case, the following one was reported via medical records-endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New event abscess was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), endometritis ("endometritis") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergone essure confirmation test." The patient's medical history included vaginal delivery, tonsillectomy and adenoidectomy. Concurrent conditions included gravida ii, para, abortion, menometrorrhagia, uterine bleeding, hypertension, abdominal pain, nausea, bartholin's cyst removal, renal cystectomy and hematometra. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced cyst ("cyst"), 2 years 4 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (d&c, novasure ablation, salpingectomy (bilateral removal of fallopian tubes),oophorectomy, hysterectomy and supracervical hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved and the dysmenorrhoea and cyst outcome was unknown. The reporter considered abdominal pain lower, cyst, dysmenorrhoea, endometritis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea,lower abdominal pain. Concerning the injuries reported in this case, the following one was reported via medical records-endometritis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-apr-2019: pfs & mr received. Reporter's information was added. Patient's demographics, ethnicity was added. Added event abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), pain, cysts, lower abdominal pain, she did not undergo essure confirmation test. Updated outcome of events. Updated onset date of events. Medical history, concomitant condition was added. Event added from mr 'endometritis'. Case upgraded to incident from invalid case due to specified events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.